Event description:
Nurse caring for pt noted the monitor was reading a pulse and 02 saturation of 100% when the probe was on the patient's sock-the sock was not on the patient-it was on the bed. The monitor didn't alarm that the probe was not connected to the patient. Nellcor stand alone pulse ox connected to patient to monitor 02 saturation level.

Event description:
Because philips monitor was not displaying correct 02 saturation level. Nellcor stand alone pulse ox was then connected to pt and used to monitor o2 saturation levels.